Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 having completed the first priming sequence, indicating that the pod did not complete activation after completing first prime. No issues were observed that would prevent the needle mechanism from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn on the arm for less than an hour. No adverse patient impact was reported.